Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 12/11/2023. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you provide a more detailed explanation regarding the issue that occurred with the products used in this reported surgery? No further information from the hospital. Please provide the lot number: tabcqpt0. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: 2210968-2023-09673, 2210968-2023-09674, 2210968-2023-09675, & 2210968-2023-09676.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2023 and suture was used. During the surgery, the fixed locking clip of the seam detaches from the thread. Problem occurred with 5 threads during one surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one unopened sample (c) pertain to the product code mic52e. As per the sampling plan, a visual inspection was performed on one sterile sample, and no defects were found on the package. The packet was opened and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand one clip was noted properly closed on the end of the strand and one open loose clip with no anomalies was observed during the evaluation. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one unopened sample (a) pertain to the product code mic52e. As per the sampling plan, a visual inspection was performed on one sterile sample, and no defects were found on the package. The packet was opened and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand one clip was noted properly closed on the end of the strand and one open loose clip with no anomalies was observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.,there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one unopened sample (b) pertain to the product code mic52e. As per the sampling plan, a visual inspection was performed on one sterile sample, and no defects were found on the package. The packet was opened and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand one clip was noted properly closed on the end of the strand and one open loose clip with no anomalies was observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device, number, and no non-conformances were identified.